Event description:
Same case as MDR ID: 2134265-2014-07719. It was reported that stent dislodgement occurred. The 50% stenosed target lesion was located in the left and right iliac artery. Two 8.0x40x75cm express® ld iliac / biliary stents were advanced to the lesion however it was noted that both stents came off the stent delivery system (sds) balloon prior to deployment. The detached stents were deployed bilaterally in the left and right external iliac artery. The procedure was completed using a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).